Event description:
It was reported that the pump was not vibrating or annunciating when alerts and alarms were declared. Subsequently, customer's blood glucose (bg) level decreased to 38 mg/dl; cause was unknown. As a result, customer experienced a seizure and went to the emergency room (ER). Customer consumed carbohydrates prior to the ER and while in the ER was treated with intravenous fluids of saline. Customer was released 11 later with the issue resolved and no permanent damage. Customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.